Event description:
It was reported patient manipulation under anesthesia due to stiffness and limited range of motion in knee two months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical products persona femur cemented posterior stabilized (ps) catalog # 42570005801 lot # 65012466. Persona all poly patella catalog # 42540200032 lot # 65134384 . Persona stemmed 5-degree tibia catalog # 42532006701 lot # 65068376. Palacos cement catalog # unknown lot # unknown. 14x30 stem extension catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001822565-2022-00568, 0002648920-2022-00041 remains implanted.

Event description:
It was reported patient manipulation under anesthesia due to stiffness and limited range of motion in knee two months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented posterior stabilized (ps) catalog # 42570005801 lot # 65012466. Persona all poly patella catalog # 42540200032 lot # 65134384 . Persona stemmed 5-degree tibia catalog # 42532006701 lot # 65068376. Palacos cement catalog # unknown lot # unknown. 14x30 stem extension catalog # unknown lot # unknown. Multiple MDR reports were filled for this event: 0001822565-2022-00568, 0002648920-2022-00041. Remains implanted.

Manufacturer narrative:
On (B)(6) 2022 patient had a manipulation under anesthesia due to stiffness and limited rom postop from a left tka on (B)(6) 2021. Manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. With anesthesia is (mua). Mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.